Event description:
Pt reported that insulin cartridge broke inside device. No error messages were generated by device. The cartridge breakage occurred during a priming attempt (pt did not see insulin drip from infusion set tubing during prime; she then discovered cartridge breakage and insulin leakage inside device). Broken insulin cartridge was discarded. Pt's blood glucose was not affected, and no treatment was received.